Event description:
A pt's bjork-shiley aortic spherical disc heart valve was replaced due to aortic stenosis and upon examination, the bjork-shiley valve showed some pannus overgrowth. The pt also had their natural mitral valve replaced during surgery, due to stenosis and regurgitation. According to copy of the operative report, the pt tolerated the procedure well.